Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms were confirmed via the log files. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed events spanning 20 days (day 12 hour 15 minute 50 ¿ day 13 hour 17 minute 39 per time stamp, day 940 hour 22 minute 12 ¿ day 947 hour 1 minute 12 per time stamp, and day 987 hour 14 minute 3 ¿ day 996 hour 6 minute 44 per time stamp). Intermittently throughout the log file there were atypical power cable disconnect and low voltage advisory alarms active. These alarms are atypical in nature due to the alarms clearing and reactivating without a disconnection and reconnection of a power source. On day 996 hour 6 minute 43, the driveline was disconnected for a system controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was able to operate as intended. The system controller was connected to a mock loop and was able to operate a pump without issue for extended operation. There were no issues noted with the system controller and it always operated as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate ii instructions for use (IFU) section 12.4 entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii instructions for use section 12.6 entitled ¿history screen¿ details how to navigate and utilize the system monitor history screen. Heartmate ii operating manual section 8.3.6 entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the alarms returned after the system controller was exchanged. The patient continued to experience power cable disconnects.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms were confirmed via the log files. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed events spanning 18 days (day 940 hour 22 minute 12 ¿ day 947 hour 1 minute 12 per time stamp, and day 987 hour 14 minute 3 ¿ day 996 hour 6 minute 44 per time stamp). Intermittently throughout the log file there were atypical power cable disconnect and low voltage advisory alarms active. These alarms are atypical in nature due to the alarms clearing and reactivating without a disconnection and reconnection of a power source. On day 996 hour 6 minute 43, the driveline was disconnected for a system controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was able to operate as intended. The system controller was connected to a mock loop and was able to operate a pump without issue for extended operation. There were no issues noted with the system controller and it always operated as intended. Additional provided information communicated that the serial number of the new system controller is epc-44190. It was unknown if cleaning the batteries, clips, or calibrating the batteries resolved the alarms, and that there were no plans to return the battery which is still in use. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: epc-44073) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate ii instructions for use section 12.4 entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii instructions for use section 12.6 entitled ¿history screen¿ details how to navigate and utilize the system monitor history screen. Heartmate ii operating manual section 8.3.6 entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had unusual power cable disconnect alarms. The log file recorded 44 white power cable disconnect events and 17 black power cable disconnect events during the history. Several of the white power cable disconnect events appeared atypical and occurred while connected to patient cable. The patient was given a new patient cable and new battery clips, but the alarms persisted. Analysis of the log file at that time observed power cable disconnects still while attached to the patient cable. There were also low voltage advisories while on batteries. Additional log files displayed multiple low voltages on relative state of charge (rsoc) while the patient was tethered on the power module/patient cable and while tethered on batteries possibly causing the multiple power cable disconnect(s). There was no interruption in pump support during these events. The patient's system controller was exchanged and the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.